Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of an edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. The patient presented mild degree of native annulus calcification. During the valve deployment, the commander delivery system balloon burst at the end of the inflation. The valve was successfully deployed. However, the patient suffered an injury which led to blood loss. The system was removed through a non-edwards sheath. Upon device inspection, there was damage to the devices as the catheter had been cut. Unfortunately, the patient passed away three days post-procedure due to multiple organ failure.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6 - type of investigation. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09235.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. The patient presented mild degree of native annulus calcification. During procedure, at valve deployment, the commander delivery system balloon burst at the end of the inflation. Fortunately, the valve was successfully deployed, no effusion or pvl trace. When trying to remove the device from the patient, the first attempt to gently retrieve the balloon into the esheath was unsuccessful. More forceful attempt led to deformation of the esheath. Then, a sheathless jr4 guide was advanced in parallel to the delivery system within the esheath (which was very snug). The team attempted to a get 25mm gooseneck snare (largest available) over the tip of the balloon to compress plastic in the body of the balloon, unable to get past the nosecone (likely due to deformed plastic of balloon). The team was unable to retrieve balloon into the esheath. The esheath tip inverted with attempts. Contralateral femoral arterial access was obtained to allow insertion of aortic occlusion balloon and attempt snaring of tip with a freely maneuverable snare. Also removed jr4 guide from esheath due to bleeding from hemostatic valve. Then, it was decided to cut valve delivery system and remove pusher and balloon sheath to allow more space in esheath to advance snare over system (this resulted in a small amount of bleeding which resolved when the pusher and balloon was removed). A 16f cook sheath was advanced within the esheath to correct deformation and allow for firmer distal surface to try and retrieve balloon. A 20f gore dryseal sheath was introduced over the amplatz extra stiff wire and a snare was advanced in parallel to snare the distal wire and drag the nose cone down firmly on to the sheath. This would not enter the sheath despite very firm traction. It was therefore elected to remove all together with an aortic occlusion balloon on standby in case of major bleeding. The esheath and nosecone of the balloon was removed successfully. However, there was a retained fragment of plastic from the middle section of the balloon. Finally, it was needed to perform a vascular cutdown to control bleeding. The cutdown was performed uneventfully and a piece of plastic retrieved from the arteriotomy site. The vascular repair was uneventful. The patient had periods of markedly unstable hemodynamics during the attempts to retrieve the balloon. This may have been contributed by blood loss but in addition prior to conversion to general anesthesia the patient complained of abdominal pain during manipulation of the delivery system in the abdominal aorta. There was also clot/tissue on the fragments when removed. The patient deteriorated gradually over 2 days with progressive multiorgan failure and escalating inotropes. An autopsy was performed which did not demonstrate any catastrophic aortic injury but the patient did have evidence of ischemic gut. Unfortunately, the patient passed away three days post-procedure due to multiple organ failure. As per medical opinion, the balloon was likely perforated by valve calcium at peak expansion. Although it should be noted that the pattern of valve calcification in this case was not particularly adverse.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated, and the following was observed: the balloon had a radial tear burst at the proximal inflation balloon shoulder. The balloon was returned scattered in fragments. Adhesive was present on distal end of guidewire lumen. The delivery system balloon shaft and guidewire lumen appeared separated with handler cut. The balloon pieces and nose tip were also separated. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst, withdraw difficulty, and distal tip separation were confirmed by visual inspection of the returned device and evaluation of the imagery provided. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was mild degree of native annulus calcification and as per medical opinion, likely the balloon was perforated by valve calcium at peak expansion. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.